Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead; 419478 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with complaints of sensation and due to hearing an audible tone daily. An interrogation showed the right atrial (ra) lead triggered an alert for low impedance. It was noted that the chronic trends appeared to be low. The impedance alert was reset. The lead remains in use. No patient complications have been reported as a result of this event.